Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a problem with the upper half of the touch display. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen issue. The manufacturer¿s field service engineer (fse) calibrated the touchscreen and performed the self-diagnostic and functional tests. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.